Manufacturer narrative:
Reporter is jnj representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine incoming inspection of a loaner set at fsl ups (B)(6) site on an unknown date, the large distraction forceps with speed lock was broken. There were no patient and surgical involvement reported. This complaint involves one (1) device. This report is for (1) large distraction forceps with speed lock. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the large distraction forceps with speed lock (part #: 03.118.003, lot #: t106466) upon visual inspection, it was noticed that the returned device has one broken leaf spring(right one which attaches with upper arm). No other issues were identified with the returned device the complaint condition is confirmed. While no definitive root cause could be determined it is possible that the device encountered unintended forces (during usage or handling). During the investigation, no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number: 03.118.003. Lot number: t106466. Manufacturing site: tuttlingen. Release to warehouse date: 18-nov-2014. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.